Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had low blood glucose of 50 mg/dl and required assistance with priming and rewinding insulin pump. It was reported that insulin pump had been beeping. Caller received assistance with priming insulin pump.